Event description:
It was reported that "pumps did not complete infusion at the proper rate." There was patient involvement but no harm. Although requested, additional information was not provided.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d and g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported inaccurate delivery complaint was not confirmed thorough log review or replicated during laboratory testing. Time rate accuracy testing was performed on the suspect pump modules. The devices were found to be delivering fluid within specification. Laboratory test results found the device to be working within specification a rate accuracy test was performed for both suspected pump modules. Pump module 8100 s/n: (B)(6) and pump module 8100 s/n: (B)(6). An internal and external inspection was performed for the suspect pump module, and no issues were found that could have contributed to the reported event. The logs from the returned suspected devices were reviewed, and no errors, alarms, or malfunctions related to the event reported by the facility were found. The last infusion performed on the day mentioned by the facility (on (B)(6) 2024), where the alleged reported event occurred. Pump module 8100 s/n: (B)(6) on (B)(6) 2024, at 1:55:21 pm to 4:28:27 pm, pcu 8015 s/n: (B)(6) connected, pump module 8100 assigned to channel a, ail bolus limit = 250 l, rate = 200ml/h, volume to be infused (vtbi) = 100ml, infusion started, partial occlusion of the patient side of the infuser, infusion restarted, occluded infuser on patient side, infusion restarted, key pump pause and key unit channel off. Pump module 8100 s/n: (B)(6) on (B)(6) 2024, at 1:09:49 pm to 4:20:05 pm, pcu 8015 s/n: (B)(6) connected, pump module 8100 assigned to channel a, ail bolus limit = 250 l, rate = 12.5ml/h, volume to be infused (vtbi) = 50ml, infusion started, air in line infusion, infusion restarted, door opened, infusion restarted, occluded infuser on patient side, infusion restarted, air in line infusion and key unit channel off. Bd alaris¿ system with guardrails¿ suite mx (v12.3) states: proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. Use only bd approved parts when performing corrective maintenance or repairs. Use of third-party parts can affect the safety and efficacy of the bd alaris¿ and alaris¿ devices leading to risk of device failure, patient injury, or even death. Note to repair center: devices were disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause for the reported event of an inaccurate delivery could not be determined through physical inspection or laboratory testing. The device was thoroughly inspected and tested with no issues observed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that "pumps did not complete infusion at the proper rate." There was patient involvement but no harm. Although requested, additional information was not provided.